Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Us-FDA MDR reportability determination complaint review: it was reported that there was a two minute surgical delay for opening another set of instruments, and there was no patient consequence or injury. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip replacement, the surgeon found that the corail size 12 broach did not lock well into the broach handle, nor the corail neck trial. Upon inspection, it looks like the broach connection is slightly burred, causing the issue. There was a 2 minute delay in surgery until nurses could open up another set of corail broaches. Also, the surgeon made a comment of how he thought the calcar reamer was dull and asked that it be replaced. The surgery finished as planned and there was no patient consequence. The broach and calcar reamer will be returned for a replacement. Customer reference/po/service (B)(6), was surgery delayed due to the reported event? Yes, if yes, number of minutes: 2, action taken when event occurred? New broach instrument tray opened instead, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-00977391, device property of none, device in possession of none, ip-00977392, device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.true.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d7a, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3